Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self-test. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Customer stated that they performed self test. Insulin pump did not pass self test. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Device was returned for pump error 63 alarm on (B)(6) 2022. Device's history and trace files downloaded successfully using thus software. Device passed the self test and displacement test. No pump error 63 alarm noted during testing. Pump error 63 was present in the history download on event date of (B)(6) 2022 at 1:19am (variable info = 3). Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on electronic assembly. Test p - cap/ reservoir locks properly into place, however damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, overlay scratched, and corroded battery tube. Pump error 63 was confirmed in the formatted history file (variable info = 3) due to broken trace at pin #6 sda at u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.